Event description:
It was reported to st. Jude medical that the pt presented at a follow-up and when the ICD was interrogated, it was found to be in a hardware vvi reset state. The pt was hospitalized and the ICD was explanted and returned for analysis.